Event description:
Iabp (intra-aortic balloon pump) machine alarmed "no pressure source available, optical sensing module failure." No balloon waveform and no bp (blood pressure) present. Connections verified. Patient stable. Called 1-800 support line and suggestion from staff to change out iabp machine. Iabp machine changed out and problem corrected. Maintenance tag placed on iabp machine and called to biomed to service on monday. No injury to the patient.